Event description:
It was reported the lead could not be secured in the connector block. It was stated the screw would click, but it would not fully tighten. A different implantable neurostimulator (ins) was used and the lead was held in place. Information received two days later indicated the patient was doing great with no adverse events. The swapping of devices did not delay the case more than 15 minutes. It was noted the patient recovered without sequela. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09vza, implanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.